Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The reporting person said: the forceps' jaw was not closing completely, preventing adequate dissection. There was not blood loss of 500cc or more due to the product problem. The surgical time was not extended by more than 30 minutes due to the product problem. No injury reported the current status of the patient is good